Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent and one was broke. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.

Event description:
The wife of a (B) (6) male patient contact lifecor customer support to report that the monitor will not power up. She stated that both battery packs are charging correctly on the battery charger. Support sent the patient a replacement monitor.